Event description:
It was reported that the patient presented to the clinic and upon interrogation, the pulse generator exhibited noise and inadequate capture measurements. The nurse stated that no intervention would be performed but the patient would continue to be monitored. The patient was in stable condition before, during and post interrogation.